Event description:
It was reported via social media that blood loss occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. When the patient was ready to leave the hospital, the incision opened up and blood loss occurred. The patient was reported to be doing well and was discharged.